Event description:
Gambro received a complaint on dec 13th, 2007 from a facility who reported that there was a clotting in the set of a prisma machine. There was no pt injury or medical intervention warranted in this event. Since the event history is not available, it is not possible to verify if any alarm occurred.

Manufacturer narrative:
A gambro technician inspected the machine and found it was working within MFR's specifications. He could not duplicate the reported condition.